Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: an operative report for umbilical hernia repair was not provided.] ??/??/??: [missing records: an operative report for ventral incisional hernia repair was not provided.] (B)(6) 2007: (B)(6). (B)(6); (B)(6). Radiology ¿ kub. Indication: abdominal pain, nausea, vomiting, diarrhea. Impression: post operative change of prior hernia repair, no acute intra-abdominal abnormality. (B)(6) 2007: (B)(6). Neal dalrymple; (B)(6). Radiology ¿ CT abdomen. Indication: abdominal pain and nausea, vomiting. Impression: no acute intra-abdominal or pelvic pathology. Status post ventral hernia repair with residual 2.4 cm fat containing ventral hernia. (B)(6) 2007: (B)(6). Or case record. Surgeon: (B)(6), md. Preop diagnosis: recurrent ventral incisional hernia. Procedure: laparoscopic ventral incisional hernia repair with mesh. Postop diagnosis: recurrent ventral incisional hernia. (B)(6) 2007: [missing records: an operative report for ¿laparoscopic ventral incisional hernia repair¿ was not provided.] (B)(6) 2007: (B)(6). Implant record. Gore-tex dualmesh plus, 10cm x 15cm. Cat #: 1dlmcp03, lot # 04364281, exp: apr 2009. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/04364281) was implanted during the procedure. ??/??/??: [missing records: records for the CT scan showing ¿evidence of a chronic mesh infection¿ were not provided.] (B)(6) 2007: (B)(6). (B)(6), md. Operative report. Procedure: segmental enterectomies (x3); mesh excision; takedown of enteroenteric fistulas (x2); lysis of adhesions; excision of scar from abdominal skin. Preoperative diagnosis: ventral incisional hernia with infected mesh. Postoperative diagnosis: ventral incisional hernia with infected mesh that had incorporated into the bowel wall. Primary surgeon: vincent kirkpatrick, md. Complications: none. Specimens: scar (skin), small bowel (3 pieces, one with mesh attached). Findings: ¿three loops of bowel had become incorporated into the mesh and were fistulized to each other.¿ indication: 62 year old male with several prior ventral hernia repairs with evidence of a chronic mesh infection by preoperative CT scan. See the plastic surgery operative note for closure of the abdomen. Narrative: ¿time out: immediately prior to procedure, time out was performed to include correct patient, agreement on procedure to be performed, correct side, site, position, accurate procedure consent, relevant images, antibiotics, fluids, safety precautions, and availability of any special implants that might be required. The abdomen was prepped and draped in sterile fashion. We excised the scar on his skin from his prior hernia repairs and sent this to pathology. We carefully entered the abdomen without injuring bowel just above his prior laparotomy scar. We encountered dense adhesions that we took down sharply and with cautery when there was no bowel nearby. We found a hard mass of mesh that was incorporated into three bowel loops that we carefully excised off of the abdominal wall. We had to resect a small amount of fascia from the left side of the laparotomy incision in order to avoid enterotomy. We divided all adhesions in the abdomen between loops of bowel, and we also took down the falciform with ligasure to make room for plastic surgery to put their mesh later. We then began dissecting the bowel off of the mesh; however, we quickly realized that the mesh was completely incorporated into the antimesenteric wall of these three loops of bowel requiring us to cut into the bowel wall to remove it. These three loops of bowel had also fistulized into each other. We performed three separate enterectomies using the gia stapler and passed these specimens off to pathology. One of the specimens had mesh attached to it. The intervening mesenteries were divided with ligasure. The bowel removed appeared to be ileum and the total length of the three segments when summed was about 40-50 cm. The bowel loops involved were not amenable to just performing one small bowel resection, as this would have required resection of a much larger portion of ileum. We then performed three side to side small bowel anastomoses using the gia and ta staplers. The resulting common enterotomies were palpated to be widely patent. We closed the mesenteric defects with interrupted silk sutures. We then ran the bowel and found that there were no enterotomies or serosal injuries. Our anastomoses looked pink and healthy. We irrigated the abdomen copiously with six liters of warm gu irrigant. We inspected all four quadrants of the abdomen and assured hemostasis. All needle, sponge and instrument counts were correct times two. At this time we concluded our portion of the procedure and the plastic surgeons took over to close the abdomen with absorbable mesh.¿ attending surgeon attestation: I was present and scrubbed for the entire procedure. (B)(6) 2017: (B)(6). (B)(6), md. Operative reports. Preoperative diagnosis: ventral hernia with eroding mesh. Postoperative diagnosis: ventral hernia with eroding mesh. Procedure: bilateral rectus muscle separation of components with underlay mesh and overlay mesh. Resident surgeon: (B)(6), md. First assistant: victor e. Stams, md. Type of anesthesia: general endotracheal tube anesthesia. Anesthesiologist: michael p. Wenzel. IV fluids: 2.5 liters. Urine output: 300 ml. Estimated blood loss: 150 ml. Drains: the patient left with 2 jps. Operative specimens: none. Complications: none. Operative indications: the patient is a gentleman who had had multiple abdominal operations and multiple failed hernia repairs from which he had a piece of eroding mesh that was eroding into the bowel. Given this and the large defect size, dr. (B)(6)had asked for my assistance in closure of this. I discussed with the patient at length at the beginning the need for underlay and overlay mesh, separation of compartments, possible abra device, possible infection, seroma and wound complications, recurrence and bulge. He expressed understanding of this. Narrative of procedure: ¿the patient was brought into the operating room and placed in supine position. After general endotracheal tube anesthesia was obtained, dr. Sirinek began with reduction of the hernia and removal of the mesh. Please see his dictation for details of this. Once the hernia had been fully reduced, enterotomies and anastomoses had been completed, he asked me to come into the case. I examined the patient and found large ventral defect that was too difficult to close without undue tension so I elevated two fasciocutaneous flaps over the rectus muscles and out to the flanks. Then making an incision lateral to the semilunaris through the anterior fascia extending up to the ribs and down to the pubis, I then released the rectus muscles and then bluntly dissected underneath the external oblique, above the internal oblique. This allowed enough give to close the abdomen. However, he had a significant amount of posterior fascia of the rectus muscle that had been removed from the eroding mesh and because of this I was not comfortable closing the muscle on its own, so I opted to place a laparoscopic strattice that was about 15 x 20 cm in size and trimmed to length. 0 pds sutures were placed around it and it was parachuted in using the assistance of the carter-thomason. Once that was completed, these were tied down and we insured that there was good circumferential purchase, which there was, and then the fascial edge was reapproximated with looped 0 pds sutures and buttressed with 0 pds suture as well. After that was completed, adequate hemostasis was achieved. A tigr mesh that was 20 x 15 was placed over the top of this and secured to the anterior fascia leaflets with 0 pds suture as well. Two 15-french jps were placed along the lateral gutters in the subcutaneous space. Then the skin was reapproximated. Some of the skin was defatted below scarpa¿s fascia proximally, up anteriorly and then a small rim of skin was excised on the lateral side to allow for better reapproximation of the skin. Scarpa¿s was reapproximated with vicryl sutures, deep dermis with vicryl sutures and then he was stapled closed and covered in a dressing. The patient tolerated the procedure well.¿ (B)(6) 2017: (B)(6). Implant record. Strattice reconstructive tissue matrix. Manufacturer: lifecell. Site: abdomen. Tigr matric surgical mesh. Manufacturer: novus medical incorporated. Site: abdomen. (B)(6) 2017: (B)(6). (B)(6), md. Pathology report. Accession #: (B)(6). Specimens identified on requisition as: a) abd skin. B) small bowel. Diagnosis: a) skin, abdomen, excision: skin with dermal fibrosis consistent with scar. B) small bowel, segmental resection: segments of small bowel with serosal adhesions and transmural defect, clinically fistula tract. Grossly adherent surgical mesh. Surgical margins appear viable. Negative for malignancy. Clinical history: 62 yr old obese male with recurrent ventral incisional hernia. Requesting service: general surgery a. Indication for test: recurrent hernia. Preop diagnosis: incisional hernia. Postop diagnosis: same. Prior surgery: vih x3, twice with mesh. Gross description: specimen a is labeled ¿abd skin.¿ received in formalin is a fragment of skin and soft tissue (16 x 2 x 1.6 cm). The overlying skin is tan-brown and the underlying soft tissue is tan-yellow and unremarkable. Representative full thickness sections submitted in cassette a1. Specimen b is labeled ¿small bowel mesh.¿ received in formalin is a segment of small bowel with marked adhesions (14.5 x 12.5 x 6.5 cm) which has two staple line margins identified. Within the adhesed bowel are multiple mesh like fragments. Within the container is a separate fragment of small bowel (8.8 cm in length by 5.0 cm in maximal circumference). The fragment is remarkable for a transmural defect (4 x 1.2 cm). Representative sections submitted as follows: b1 and b2-unoriented margins of larger fragment of small bowel. B3-section through adhesed area of larger fragment of small bowel. B4 and b5-unoriented margins of smaller fragment of small bowel. B6-section through transmural defect of smaller fragment small bowel. Microscopic description: unless only a gross examination is specified in the gross description, the final diagnosis for each specimen is based on microscopic examination by the signing pathologist of histologic sections of the specimen. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d15: cause not established. H6: health effect impact code: f24: insufficient information. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as insufficient information and no findings available and will be closed as ¿cause not established¿. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04364281. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(4). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent ventral hernia repair on ''(B)(6) 19??'' Whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: found a hard mass of mesh, mesh removal requiring an additional surgery. Additional event specific information was not provided.